Event description:
It was reported that during a gastrectomy procedure, the device fired malformed staples on the first firing. Additional sutures were used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.